Event description:
It was reported when using the unspecified bd blood collection tubes, the device experienced stopper pops out of the tube causing leakage. This event occurred once the following information was provided by the initial reporter. The customer stated: customer requests for the project/design of stoppers from tube with clotting activator with gel to be reviewed. It opens easily and causes waste of sample collected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd blood collection tubes, the device experienced stopper pops out of the tube causing leakage. This event occurred once the following information was provided by the initial reporter. The customer stated: customer requests for the project/design of stoppers from tube with clotting activator with gel to be reviewed. It opens easily and causes waste of sample collected.